Event description:
It was reported that the system stored an untreated episode due to oversensing of some non-physiologic noise. On the electrograms, the signal was railing. The device sensing vector was set to primary. Technical services reviewed and discussed some testing and programming options. The clinic ran the auto setup feature, and the secondary sensing vector was selected. The sensing has not been reprogrammed to the secondary vector. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the complaint for more information regarding the specific circumstances of this event.